Manufacturer narrative:
(B)(4). The investigation into this complaint is still in progress at the time of this report.

Event description:
Customer complaint alleges "doctor in (B)(6) hospital found the cuff leakage prior to use on patient during test." No patient involvement was reported.

Manufacturer narrative:
Qn#(B)(4). The sample was returned for evaluation. A visual exam was performed and a large cut mark with a mucous stain was found on the tracheal cuff. The cuff wan unable to be inflated. A device history record (DHR) review was performed and there were no issues found that could relate to the reported complaint. There is a 100% leak test conducted at the manufacturing facility whereby any leakage would be detected prior to release. The complaint of leakage was confirmed; however, a root cause for the issue could not be determined. The complaint reports that the leak was detected prior to use; however, the mucous on the sample indicates that product was used. A conclusion code could not be found as the complaint was confirmed; however a root cause was not established.

Event description:
Customer complaint alleges "doctor in (B)(6) hospital found the cuff leakage prior to use on patient dutring test." No patient involvement was reported.